Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiography (ice) was used for imaging. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and implanted after meeting release criteria. The procedure concluded. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted proximally on the mitral side from its original implanted position and now exhibits a 1/2 shoulder. The physician plans to discuss repositioning the closure device in the near future. No further interventions were reported. The patient was discharged. It was further reported that the physicians brought the patient back to recapture the closure device in response to the migration. During recapturing, the physicians lost control of the closure device in the left atrium. The patient required surgical intervention to explant the closure device and subsequently the laa was surgically clipped.

Manufacturer narrative:
Media was received and reviewed by a boston scientific (bsc) quality engineer, training team, medical safety, and clinical specialists. The media review concluded: procedural images seem to show low compression of device. Insufficient imaging to make conclusion on release criteria. Follow up imaging is limited and cannot confirm shift.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiography (ice) was used for imaging. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and implanted after meeting release criteria. The procedure concluded. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted proximally on the mitral side from its original implanted position and now exhibits a 1/2 shoulder. The physician plans to discuss repositioning the closure device in the near future. No further interventions were reported. The patient was discharged. It was further reported that the physicians brought the patient back to recapture the closure device in response to the migration. During recapturing, the physicians lost control of the closure device in the left atrium. The patient required surgical intervention to explant the closure device and subsequently the laa was surgically clipped.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiography (ice) was used for imaging. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and implanted after meeting release criteria. The procedure concluded. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted proximally on the mitral side from its original implanted position and now exhibits a 1/2 shoulder. The physician plans to discuss repositioning the closure device in the near future. No further interventions were reported. The patient was discharged.